Manufacturer narrative:
A.5 is unknown. The automated impella controller (aic) was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the automated impella controller (aic) was turned on and a yellow controller error alarm occurred. The aic was replaced.